Manufacturer narrative:
On (B)(6) 2007, data was also provided for one pt with an initial csf glucose result of 112 mg/dl. Same sample repeated gave result of 55 mg/dl. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.

Event description:
User experiencing intermittent discrepant vancomycin results. The following examples were provided: on (B)(6) 2007, initial result 35.43 ug/ml, same sample repeated twice gave results of 15.92 and 16.06 ug/ml. On (B)(6) 2007, initial vancomycin result 53.66 ug/ml, repeated twice, gave result of 9.04 and 9.13 ug/ml. On (B)(6) 2007, initial vancomycin result 54.56 ug/ml, same sample repeated multiple times gave the following results: 18.30, 17.80, 18.03, 16.59, 16.73, 16.45, 16.48, 16.44, 16.60, 17.04, 16.78, 16.86, 16.60, 16.52, 16.34, 16.65, 16.85, and 16.10 ug/ml. On (B)(6) 2007, initial vancomycin result 26.02 ug/ml, repeated twice, gave results of 15.60 and 15.76 ug/ml. On (B)(6) 2007, initial vancomycin result 32.79 ug/ml, repeated twice, gave results of 21.23 and 24.63 ug/ml. On (B)(6) 2007, initial result 54.26, same sample repeated gave results of 36.06 and 29.96 ug/ml. New sample from same patient on (B)(6) 2007 2 hours later, gave results of 10.94, 10.72, and 10.78 ug/ml. On (B)(6) 2007, male pt, initial result 58.31 ug/ml, repeated three times, gave results of 7.97, 7.87, and 7.79 ug/ml.